Manufacturer narrative:
Complete information for patient information, 1. Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium on architect c16000 processing module for one patient. The results provided were: sid (B)(6) initial=2.58 mmol/l /repeated on another architect=0.72 mmol/l /repeated on alinity=0.74 mmol/l. Laboratory reference range for magnesium=0.8 to 1.2 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
During site visit by abbott field service (fsr), the architect c16000 serial number (B)(6) . Analyzer was inspected and performed multiple troubleshooting procedures. However, the fsr was unable to identify a definitive part as the likely cause of the issue therefore, architect c16000 serial number (B)(6) was the likely cause. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Based on the investigation, no product deficiency was identified for architect c16000 processing module, serial number (B)(6) .